Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: (B)(4) master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the customer experienced an error on the secondary console anytime the resident surgeon touched the controls. Technical support engineer (tse) verified several master tool manipulator right (mtmr) 2 errors in logs. Customer completed procedure by moving to the other console. Tse was not able to troubleshoot issue since cases were already completed. Caller to disconnected console with error to ensure staff does not encounter error again for next procedures. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and found to trigger the error on a slow sine cycle test pointing to sensor failure in the pot to encoder of the elbow of the mtm. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to a sensor error from the pot to encoder in the elbow motor of the mtm.

Event description:
Refer to h11 for follow-up information.